Manufacturer narrative:
Batch review performed on 23 june 2021: lot 2000241: (B)(4) items manufactured and released on 07-july-2020. Expiration date: 2025-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
14 days after the primary the patient came in for a post-op appointment and on the left side it was observed that the cup had migrated and the cause of the cup migration is unknown. The surgeon revised the cup and liner with competitor components adding an augment and revised the medacta head with a medacta head. The surgery was completed successfully.